Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a distal radius fracture procedure, the va locking screw passed through the plate after insertion of the screw in the first row on the radial side through the guiding block. The implants were removed. The plate was shifted to another position. Locking of the plate was ended in the first row where the first va locking screw passed through the plate. During the insertion of the va locking screw in the second row on the radial side hole, the screw passed through the plate. The doctor decided to stop the insertion of the va locking screw before the torque limiter screwdriver started to work. Reportedly the thread of the screw head had partial damage, there was no negative pressure against the insertion. The torque of the screwdriver was controlled with using the torque limiter screwdriver. This is 2 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.